Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultra meter prompted an "er3." Per the onetouch ultra owner's booklet, this error appears when a sample was applied before the apply sample symbol appeared on the display. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged error message began to appear on an unspecified day in (B)(6) 2012. The patient informed the cca that she manages her diabetes with oral medication. Is it not known if the patient made any adjustments to her diabetes medications, but the patient informed the cca that she did not eat anything as a result of the issue. The patient reported feeling tired, but was unable to recall if the symptom developed prior to or after the alleged error message began to appear. The patient also reported that on an unspecified day in (B)(6) 2012 she was treated with insulin during an ER visit. The patient claimed her blood glucose was in the 300 mg/dl range when tested with ER/hospital meter. At the time of troubleshooting, the cca noted that the patient did not have any strips available at the time of the call. The issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.